Event description:
It was reported that a spectrum pump alarmed air in line during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, alarmed air in line was not reproduced. Evaluation sent the device for ultrasonic sensor us air testing with failing results. A review of event history log revealed occurrences of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be lower sensor is very low and not working correctly . The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.